Event description:
Following the information provided, the patient fell out of the arjo citadel bed frame as a consequence of the event a patient sustained a subdural hematoma. According to the customer's allegation, the bed exit alarm was not working correctly.